Manufacturer narrative:
An emdr report was initially sent on 19-nov-2020, based on the information that the forceps cups were misaligned. The device was sent back to the supplier for further evaluation. The supplier evaluation was received and misalignment of the cups was not confirmed. The cup alignment was within specification. Based on the additional information, this incident no longer meets the reporting criteria of an FDA MDR report.

Event description:
This correction follow up report is being submitted to cancel the initial report submitted relating to this event. Reference the additional manufacturer narrative - notes section for this justification.

Manufacturer narrative:
The device has been returned to the approved supplier for evaluation. A follow up emdr will be submitted upon receipt of the supplier investigation.

Event description:
During an endoscopic biopsy procedure, the physician used a cook captura hot biopsy forceps. The user opened the package and advanced the device through endoscope to desired position. The cups were "obviously deviated" [cups misaligned]. The user retracted the device from patient. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.